Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in clinic for follow-up, non-sustained right ventricular oversensing episodes were observed. Noise was reproducible in clinic with deep breathing indicating myopotential oversensing. Programming changes were made which reduced the oversensing. Patient was stable and will continue to be monitored.